Event description:
Clinical study. 11 months after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.5mm, 95% stenosed portion of a saphenous vein graft in the 1st obtuse marginal (1st ob. Marg). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.50x12mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix. 11 months after the initial procedure, the patient required a tvr and underwent CABG surgery on the target lesion. The patient was discharged 7 days later. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown and there was diffuse in-stent stenosis.